Manufacturer narrative:
B2: date of death - estimated as (B)(6) 2025, as it was further estimated that approximately two weeks passed between the procedure and the patient death. B5: describe event or problem - corrected with additional clarifying narrative pertaining to the referenced patient events. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the lot number and upn of the device is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that during a pulsed field ablation (pfa) a faradrive steerable sheath was selected for use. Upon insertion of a farawave catheter into the sheath, continuous air aspiration was observed. The sheath was replaced with another faradrive sheath, and the procedure was completed successfully. A carto octaray was used as a mapping catheter. Two days following the ablation with a farawave catheter, the patient returned to the hospital due to cerebral infarction caused by a blood clot involving a critical area of the brain and presenting a high risk to life. The physician had not been able to meet with the patient following the event. Although the exact cause cannot be definitively identified, the attending physician indicated it is highly likely the event occurred during the left atrial portion of the procedure with the farawave. It was noted that the patient later passed away, however, the exact date of death is unknown. It was further reported that approximately two weeks elapsed between the procedure and the patient death. After the patient was discharged, the patient was transported back to the hospital within two to three days due to cerebral infarction. It was further corrected that the previously reported combination of events were separate events. Two days following the ablation with a farawave catheter, the patient returned to the hospital due to cerebral infarction caused by a blood clot involving a critical area of the brain and presenting a high risk to life. The physician had not been able to meet with the patient following the event. Although the exact cause cannot be definitively identified, the attending physician indicated it is highly likely the event occurred during the left atrial portion of the procedure with the farawave. It was noted that the patient later passed away, however, the exact date of death is unknown. Approximately two weeks elapsed between the procedure and the patient death. After the patient was discharged, the patient was transported back to the hospital within two to three days due to cerebral infarction. The previously reported air ingress event is reported via 2124215-2025-91615.

Manufacturer narrative:
B2: date of death - estimated as (B)(6) 2025 as the date of death is unknown but it is estimated that the event occurred 2 to 3 days after the procedure of b)(6) 2025. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that during a pulsed field ablation (pfa) a faradrive steerable sheath was selected for use. Upon insertion of a farawave catheter into the sheath, continuous air aspiration was observed. The sheath was replaced with another faradrive sheath, and the procedure was completed successfully. A carto octaray was used as a mapping catheter. The sheath is expected to be returned for analysis. Two days following the ablation with a farawave catheter, the patient returned to the hospital due to cerebral infarction caused by a blood clot involving a critical area of the brain and presenting a high risk to life. The physician had not been able to meet with the patient following the event. Although the exact cause cannot be definitively identified, the attending physician indicated it is highly likely the event occurred during the left atrial portion of the procedure with the farawave. It was noted that the patient later passed away, however, the exact date of death is unknown. The catheter is not expected to be returned for analysis as it was disposed.

Manufacturer narrative:
B2: date of death - estimated as (B)(6) 2025 as it was further estimated that approximately two weeks passed between the procedure and the patient death. B5: describe event or problem- updated d2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that during a pulsed field ablation (pfa) a faradrive steerable sheath was selected for use. Upon insertion of a farawave catheter into the sheath, continuous air aspiration was observed. The sheath was replaced with another faradrive sheath, and the procedure was completed successfully. A carto octaray was used as a mapping catheter. The sheath is expected to be returned for analysis. Two days following the ablation with a farawave catheter, the patient returned to the hospital due to cerebral infarction caused by a blood clot involving a critical area of the brain and presenting a high risk to life. The physician had not been able to meet with the patient following the event. Although the exact cause cannot be definitively identified, the attending physician indicated it is highly likely the event occurred during the left atrial portion of the procedure with the farawave. It was noted that the patient later passed away, however, the exact date of death is unknown. The catheter is not expected to be returned for analysis as it was disposed. It was further reported that approximately two weeks elapsed between the procedure and the patient death. After the patient was discharged, the patient was transported back to the hospital within two to three days due to cerebral infarction. The farawave catheter was disposed of at the facility.